Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection (e.g., aneurysm, device or access sites), endoleak, and reoperation. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of sterilization evaluation.

Event description:
On (B)(6) 2017, the patient underwent an endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On an unknown date, follow-up examination reportedly revealed an infection (etiology and location unknown). The infection was treated with antibiotic agents. On unknown date, a proximal type I endoleak was reportedly observed. Signs and symptoms of infection (details unknown) were also reportedly identified. According to the report, the physician suspected the infection may have caused the proximal type I endoleak. On (B)(6) 2019, a re-intervention procedure was performed whereby an additional stent graft was implanted to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.